Manufacturer narrative:
Additional information: h11: the device, a companion sample, and photographs were received for evaluation. The actual device was visually inspected, and the reported leakage was not easily identified. The returned photographs were reviewed, and the leakage was not observed. The products appeared to be totally dry and unused. Functional testing was performed on the actual sample and companion sample, and no leaks were identified from the admission spike port bonding area or any other area. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the sides of the middle port. This was observed after filling prior to patient use. There was no patient involvement. No additional information is available.